Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer was experiencing uncomfortable stimulation at the pocket site. The consumer was having great results, but they were unable to use the device due to the current discomfort. The representative was going to follow-up with the hcp to schedule a check of the implantable neurostimulator (ins). The issue wasn¿t currently resolved, but no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient's device was explanted. During the explant procedure the physician noted a discharge and suspected a possible infection. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.